Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: the product evaluation could not be performed as the product was not returned. The complaint issue reported could not be confirmed. Manufacturing records review the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Attempts were made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the intraocular lens (iol) had broken haptic, did not implant. However, through follow ups, it was indicated that there was a patient contact which the lens was inserted and removed from the patient's eye when broken haptic was noticed. Another lens of the same model was used. It was confirmed that the cartridge used was a johnson & johnson cartridge. There were no interventions, no injury and the patient outcome status was reported to be fine. No further information was provided.